Event description:
It was reported that the patient presented in clinic with noise and oversensing on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017 with no adverse consequences. The patient was stable before, during, and after the procedure.